Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic hysterectomy, during closure of the vaginal cuff, the device was difficult to load and the needle would not stay attached. Needle fell into patient cavity and was retrieved by laparoscopic grasper. They used another device to complete the case and resolve the issue. The patient was alive with no injury.